Manufacturer narrative:
Follow-up #1: date of submission 15-jun-2018 device evaluation: the device has been returned and evaluated by product analysis on 31-may-2018 with the following findings: a review of the black box indicated that the data from the event date was unavailable for review due to continued pump use.  The available black box data showed that the total daily delivery values add up correctly and correspond to the programmed basal rates. The pump passed delivery accuracy testing and was found to be delivering within required specifications. The original complaint of an inaccurate delivery issue was unable to be duplicated. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2017, the reporter contacted animas, alleging a history/settings (inaccurate delivery) issue. There was no indication that the product caused or contributed to an adverse event. This complaint is being reported because there is an allegation against the delivery function of the pump.